Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tip "disintegrated" and fell apart. A piece fell into the pt and was retrieved through the original incision. A replacement device was used to complete the procedure. The hospital did not report any additional pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage. There was no evidence of blood on the device. The jaw boots displayed evidence of heat related damage consistent with activation of the device with the jaws in direct contact; the excessive heat with the jaws in direct contact likely caused the cold jaw boot to crack. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test as it produced steam and heat during several activations and shut off when the toggle was released. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).